Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed the atrial lead exhibited high impedances, lead dislodgement was suspected. On (B)(6) 2021 prior to the procedure, imaging confirmed lead dislodgement. The physician repositioned the existing lead successfully. The patient was stable before, during, and after the procedure.